Event description:
Patient stated that her "ok" button has not been responding normally over the past 4 weeks. She states that it may work fine but then she may have a day when she has to press it like 7 times to get it to respond. Patient has denied any tears to keypad or any issue with other buttons or with audio bolus button. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): the keypad was intact. All of the keypad buttons were tested for responsiveness. The keypad was removed for investigation and revealed contamination under the up arrow, down arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.